Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that rotaflow console displayed the error message "head error" during patient treatment. When the alarm was noticed, the medical staff immediately replaced the unit with another one, with no consequences to the patient. No harm to any person has been reported the rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was serviced by a getinge field service technician and the reported "head error" could be confirmed. As stated by the ssu (sales and service unit) on 2022-02-02 the customer consider not to repair the rotaflow console and drive. The rotaflow console and drive is therefore out of use. This complaint is closed based on the information given. As soon as significant information becomes available and the customer re-decide for a possible repair the complaint will be reopened and necessary steps will be initiated. Based on the the given information the reported failure "head error" could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. A device history record (DHR) review was performed on 2021-08-04 for the rotaflow console with s/n (B)(6) . There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. A device history record (DHR) review was performed on 2022-0-03 for the rotaflow drive with s/n (B)(6). There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that rotaflow console displayed the error message "head error". When the alarm was noticed, the medical staff immediately replaced it with other equipment, which did not cause harm to the patient. Currently, the malfunctioning machine is out of use. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).